Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had barcode scanner failure. A field service engineer verified that the cable was intermittent. The fse replaced the barcode scanner cable, tested the scanner, and confirmed that the customer was able to use the barcode scanner successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the barcode scanner was not functioning, and no indicator light was visible. The customer had rebooted the station but still issue persist. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.